Manufacturer narrative:
Notification of event was received from the law firm as result of a claim. The superior attachment hooks were well incorporated, so the graft was cut and the rim of the old graft was left in place.

Event description:
In 2002, type I endoleak from left iliac limb into excluded aortic lumen. Some persistent aneurysmal dilation of the distal common iliac artery on the left prior to its bifurcation. Physician implanted a 22 x 37.5 cuff in the left iliac limb from 1.5cm within existing graft to a location more distal in the iliac. Type I leak was attributed to the fact that the iliac was aneurysmatic and quite wide. In 2004, follow-up exam notes increase in aneurysm size and possible type ii leak from lumbar arteries. Two mos later, angiography did not show any leak; however, 40% narrowing of the left and patent right renal arteries. Patient has several renal cysts. Expansion of aaa is questionable. The next month, coil embolization of branch vessel of the right internal iliac artery supplying flow to a lumbar collateral. In 2005, open procedure and removal of endograft due to suspected endoleak and aaa enlargement. A large amount of clot was present on endograft. There was posterior leak from a lumbar artery, which was opened and suture ligated before sewing in a hemashield graft. Patient recovered well despite elevated creatinine and bun.